Event description:
It was reported that there was a device failure, replace ventilator message on the screen (02 measurement failure, aw pressure low) . There was no patient injury reported. According to the onsite device examination and log review, a device malfunction could be excluded. The device reacted and alarmed as specified due to a detected discrepancy of pressure measurements. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation was based on the reported event and onsite device examination of infinity acs workstation nc with product serial no. (B)(6). The reported event during niv could be traced but according to the investigation results a device malfunction could be excluded. As per logfile, the device reacted and alarmed as specified due to a detected discrepancy of pressure measurements and the ventilation unit performed a pressure release. Later the device was switched into standby mode by the user. This situation corresponds e.g. With a leaky breathing circuit. The measurement of the inspiratory and expiratory pressure is being used for control and monitoring of the ventilation. In case the measurements are implausible adequate alarm messages will be posted to inform the user. In case of a complete loss of function, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Corresponding visual and acoustical alarms will be activated. However, manual ventilation with an alternate device may be considered necessary. There was no technical malfunction of the device found as root cause for this event. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.